Manufacturer narrative:
The subject device in this report has not yet been returned to omsc for evaluation. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a therapeutic gastroscopy, tissue of a previous procedure patient fell into the patient. There was no patient injury report related to this event.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code" and "PMA/510(k) number".

Manufacturer narrative:
The subject device was returned to omsc. The evaluation of the subject device by omsc confirmed that the adhesive around the light guide lenses and the objective lens were deteriorated. Omsc confirmed the following 3 parts about the inside of the biopsy channel: from the distal end to the bending section, from the instrument channel port to the k-mount and from the suction cylinder to the k-mount. There was no irregularity and no foreign object remained. The exact cause of the reported phenomenon could not be conclusively determined.